Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf1173 showed no other similar product complaint(s) from this lot number. Device not returned

Event description:
It was reported that the customer accessed the right basilica vein and attempted to advance the wire. They were able to advance it 15cm then apparently met resistance. They were apparently unable to remove the wire. A dermatotomy was performed. The introducer was inserted to the point of resistance and then they were able to remove the wire. They reported a knot in the wire.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported incident of a knot in the guidewire was confirmed, but the exact cause of the complaint is unknown. The guidewire was received with an overhand knot in the floppy coiled end of the wire. The knot was located 0.3cm from the distal tip of the wire. A microscopic examination of the guidewire revealed residue on the coil wire at the knot. A tactual investigation revealed that the coil wire was intact over the core wire. It was reported that the guidewire met resistance after accessing the right basilica vein. It is possible that the wire inadvertently folded over itself and was twisted into a knot within the vein. No manufacturing related defects were noted on the complaint sample. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.